Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use, foreign matter was discovered in tube with a bd vacutainer® trace element serum plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm was found in a tube before use and the concerned tube was thus not used.